Event description:
Information received indicates the staff elevated the bed and when pulling a large patient to her side, the left foot caster came off the bed. The staff lowered the bed and it tipped to the left and bumped a caregiver in the knee. The patient was unharmed. The staff member iced their knee and is pending a doctor's examination.

Manufacturer narrative:
The technician inspected the bed and found the left foot brake/steer caster was off the bed and the bolt was missing that holds the caster in place. The technician reinstalled the caster and replaced the missing caster bolt to repair the bed.